Event description:
Asku

Manufacturer narrative:
Attempts were made to obtain additional information from the user facility regarding this event. The information submitted reflects all relevant data received. Evaluation summary: no anomalies found

Event description:
It was reported that the ventricular pacing impedance had shown fluctuation greater than 3000 ohms. During revision, the lead tested ok via analyzer and no oversensing or out of range impedances could be produced with the pocket open. The device was replaced. No patient complications have been reported as a result of this event.